Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse identified the pressure tube elbow fitting was damaged and needed to be replaced. After replacing the pressure tube the fse ran all functional and safety tests. The unit passed and was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had autofill failure. Users swapped out console to continue treatment without issue. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.